Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. (B)(6). This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03090 / 03091).

Event description:
Information was received based on review of a journal article titled, "large-diameter metal-on-metal total hip arthroplasty: dislocation infrequent but survivorship poor" which aimed to determine at a minimum of 2 years¿ followup the proportion of patients who experienced a dislocation; the short-term survivorship obtained with these implants; (he causes of failure and the proportion of patients who developed armd; and (4) whether there were any identifiable risk factors for revision. A patient identified in the article experienced a cerebrovascular accident the day of a revision procedure and subsequently expired a few days later.